Event description:
Initially, the customer contacted baxter's technical service center regarding an unrelated alarm which occurred on the homechoice machine during use for peritoneal dialysis (pd) therapy. The solution to this issue was provided over the phone and during the conversation, the patient stated she was in the hospital with no further information provided at the time of the initial call. On (B)(6) 2011, baxter product surveillance contacted the nurse in regards to the report of patient hospitalization and the nurse said the patient was there for peritonitis. On (B)(6) 2011, baxter global pharmacovigilance (gpv) contacted the peritoneal dialysis nurse (pdn) and received the following additional information. On an unknown date, the patient began pd therapy intraperitoneally (ip) using dianeal pd4 ambuflex (lot number not reported), total fill volume and number of exchanges unknown. On (B)(6) 2011, the patient was diagnosed and hospitalized for the peritonitis coincident with dianeal pd4 ambuflex therapy. There was no exit site or tunnel infection associated with the event of peritonitis. The patient was prescribed vancomycin (dose and frequency unknown) ip for treatment of the peritonitis. The cause of the peritonitis was unknown and it was not reported if the patient was re-educated on aseptic technique. On an unknown date in (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the pdn stated that the event of peritonitis was resolving and pd therapy was ongoing. The pdn stated that the event of peritonitis was not related to pd therapy or the homechoice machine. Concomitant medications were not reported. The reporter denied having any further follow up information.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. A review of all batch record documents was performed on potentially associated lots h11j15021, h11i08050, and h11h07021 with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.